Event description:
It was reported that during a coronary stenting treatment procedure, shaft break occurred. Vascular access was obtained via the radial artery. The 3.5x12mm de novo target lesion was located in the moderately tortuous left anterior descending artery with a significant bend of 45 to 90 degrees. A 3.50 x 12 mm promus element stent delivery system catheter was fractured during advancing so the physician completed the procedure with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified that the hypotube was severely kinked at 20cm distal to the strain relief and the distal extrusion was kinked at various locations along its length. An examination of the crimped stent identified that the stent had moved 7mm proximally. The stent was damaged with struts misaligned and stretched at the proximal side. Stent crimp marks were visible on the balloon, and the balloon did not appear to have been subjected to positive pressure. The tip was slightly flared. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, shaft break occurred. Vascular access was obtained via the radial artery. The 3.5x12mm de novo target lesion was located in the moderately tortuous left anterior descending artery with a significant bend of 45 to 90 degrees. A 3.50 x 12 mm promus element stent delivery system catheter was fractured during advancing so the physician completed the procedure with another of the same device. No patient complications were reported and the patient's status is stable.